Event description:
It was reported that implantable pulse generator (ipg) sensing during implantation via the analyzer was at acceptable measures in the right ventricle (rv), however connection via the ipg was low, and sensing measurements on the next day was again very low. A revision procedure was scheduled and during the revision sensing measures via the analyzer were satisfactory, and physician decision was to explant and replace the ipg. Rv sensing measurements with the new device was acceptable and atrial sensing had improved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).